Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having frequent ipg charging issue, and underwent an ipg replacement procedure. The explanted ipg was not returned.